Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to heterotopic ossification, pain and stiffness. The modular head, liner and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This is 2 of 2 medwatch reports filed for the same event. The biolox delta ceramic head mfg. By biomet UK was reported under medwatch # 3002806535-2014-00189.